Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving recurring motor error alarms. Customer also reported issues with battery longevity, unresponsive buttons, and unexplained no delivery alerts. The insulin pump rejected a battery. Customer's blood glucose level at the time of the incident was unknown. Troubleshooting did not occur. Insulin pump will not be returned for analysis.